Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that the silicon tubing separated from the lower pumping adaptor when the nurse removed the set from the pump to clear air in the line during a blood transfusion. The report suggests that blood splattered in the nurse's mouth.

Manufacturer narrative:
The customer¿s report of leaking due to silicone tubing separation was confirmed. Visual inspection noted the set was in two parts with the silicon tubing separated from the lower pumping adaptor. There were no other anomalies observed. Functional testing was not performed due to separation of the set. The root cause of the customer¿s report was not identified.